Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged elevated metal ions but this allegation was already reported.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update rec¿d 02/08/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from corrosion and friction wear, causing metal ions to be released into patient's bloodstream. Adding a stem to the complaint for the alleged metal ions.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 30, 2017: legal medical records received. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address left hip pain with likely metal-on-metal reaction. MRI showed a fluid collection lateral to the hip. In the revision notes, the fluid was overall clear with a whitish tint consistent with metal on metal reaction. It was also reported that metal ions were increasing, however, there were no laboratory values provided. Lot numbers were provided. Complainant information added. This complaint was updated on jun 7, 2017.